Event description:
The hospital reported that they have been experiencing regular problems with the blower mister: the blower mister directs part of the co2 into the bag of physiological saline solution, such that the bag ¿explodes¿ after some time.

Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.